Manufacturer narrative:
PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported during transurethral lithotripsy (tul), one of the basket wires of an ncircle tipless stone extractor broke. The customer inspected and tested the device prior to use and found no damage and that the basket functioned properly. The device was successfully used several times. As the device was used to capture a large kidney stone after laser crushing, the basket broke. The user checked the basket with an endoscope and only three basket wires were seen; one basket wire was broken. Another same type device was used to complete the procedure. The physician does not believe the broken basket wire remains in the patient's body. No adverse events to the patient were reported. The patient did not require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported during transurethral lithotripsy (tul), one of the basket wires of an ncircle tipless stone extractor broke. The customer inspected and tested the device prior to use and found no damage and that the basket functioned properly. The device was successfully used several times. As the device was used to capture a large kidney stone after laser crushing, the basket broke. The user checked the basket with an endoscope and only three basket wires were seen; one basket wire was broken. Another same type device was used to complete the procedure. The physician does not believe the broken basket wire remains in the patient's body. No adverse events to the patient were reported. The patient did not require any additional procedures due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned in open inner packaging. The basket sheath was broken at the distal end of the support sheath but was not fully separated. The handle was returned in the open position, with the basket in the open position. When attempting to actuated handle, the basket assembly retracted into the basket sheath but would not re-open. Instead, the interwire protruded out of the area where the basket sheath was broken. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device instructions for use caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that the cause for the observed device damage is unknown. Excessive force may have been inadvertently applied to the device, but no information was known regarding device handling. Therefore, the cause of the issue could not be conclusively determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.